Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fair physical condition as the top case was broken and the right plunger case was cracked by the top screw. Review of the device event history log noted a "motor not running" message was recorded. Functional testing included motor drive and occlusion testing. The field observation was able to be duplicated. It was found that the stepper motor was not working as intended. The stepper motor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's stepper motor.

Event description:
Information was received indicating that this syringe infusion pump's motor was not running. No adverse effects were reported.